Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
The patient reported through a manufacturer representative that "lately" at the time of report their stimulation "impulses sometimes became intermittent." It was further reported that, "despite the device being on, the patient did not feel the impulse." It was noted the patient had a "very high" level of activity and that "disconnection may have happened due to external stress." Impedance testing was performed at 0.7 v and it was found that electrodes 0 through 7 were within the normal range, while electrodes 8 through 15 "exceeded 10000 ohms." It was noted the "abnormal resistance had actually only been occurring in the lead that had been set for 8 through 15" and that while both lead lot numbers were known, it was unknown which specific lead had been used for electrodes 8 through 15. The patient's physician changed the stimulation settings to avoid the high resistance electrodes and it was determined that replacement was unnecessary. It was noted the patient had "paresthesia induction at the site of pain" following reprogramming and the issue was resolved. It was stated the "patient left with things the way they were." There were "no" surgical interventions planned or undertaken. It was noted the patient's indication for use was chronic leg pain due to impaired circulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.